Event description:
It has been reported to the company that the microseal leaked during the case. Inserted the device into the patient and placed the balloon 3cm beyond lesion site. Inflated the occlusion balloon to 4.5mm and occluded the vessel. Tested area with dye injection and fine, after about 30 seconds they could no longer see the balloon anymore on floro. Deployed the stent, no aspiration done. Finished case without the occlusion balloon inflated.